Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to issue item to the patient. A technical support specialist (tss) received a call and reported that unable to issue morphine for a patient. During troubleshooting, it was discovered that the patient profile contained the wrong morphine strength, as the machine only stocked morphine 20 while the profile listed morphine 100. Customer was unable to add the correct medication to the profile because the item was a general override medication and she only had permission to override high alert medications. The tss advised her to have pharmacy add the medication that was actually stocked in the machine to the patient profile or update her override permissions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue morphine sulf 100 mg/5 ml conc for the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.